Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced sensor reading discrepancies. It was stated that the sensor was reading 62 and the insulin pump went into threshold suspend, but blood glucose value was 134 mg/dl. The customer also reported receiving calibration errors and change sensor alerts. The customer removed the sensor and found the cannula was bent. The customer was advised about the proper insertion and calibration techniques. The sensor will be returned for analysis. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test and sensor failed test.